Event description:
It was reported that this implantable lead was part of the system revision due to infection. Reportedly, the patient developed sepsis and valvular vegetation. No adverse patient effects were reported. The implantable lead was explanted.